Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. One osseotite certain 2 implant 5 x 10mm (xifoss510) was returned for investigation and one unknown biomet abutment was not returned for investigation. Implant was fractured at the collar and abutment fracture could not be determined. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported device had been placed on tooth #16 (fdi) for approximately 9 years. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (2012020173) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2012020173) for similar events and no other complaint was identified. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction (implant) did occur, and the reported event was confirmed.

Event description:
During inspection of the returned product showed that the implant was fractured at the collar.